Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing chest pain during the trial procedure. It was noted that after the procedure the patient had severe chest pain that the patient looked seizing. The patient was admitted into the intensive care unit (ICU). It was believed that a needle had brushed a nerve that cause the patient some discomfort. The patient was reportedly doing well.